Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ventricular tachycardia (vt) via (B)(4). The device failed to appropriately deliver therapy for vt. Programming changes were recommended.